Event description:
Boston scientific received information that during a normal device check was discovered that the lead safety switch (lss) had been triggered with this right ventricular (rv) lead . There were also five stored electrograms (egm) indicating noise. The noise was reproducible while performing isometrics in bipolar pace/sense configuration. The only noise that was reproducible when programmed to unipolar pace/sense configuration was when pacing outputs were programmed to 6.5 volts. There was also some muscle stimulation reported at this output. The intrinsic r-waves were 4.5 mv in unipolar and 2 mv in bipolar. The pacing impedance measurement was 468 ohms in bipolar and 296 ohms in unipolar. The patient was 0% paced in the ventricle. At this time there is no evidence that additional intervention has been performed. No adverse patient effects were reported.

Manufacturer narrative:
Attempts for additional information have been made. At this time there is no further information available. If additional information becomes available this report will be updated.